Event description:
Co's rep is reporting that 14 months post op to a rotator cuff repair a pt exhibited signs of torn rotator cuff. Upon arthroscopic viewing it was noted that the original fixation device, a mitek spiralok anchor, had broken away from itself. The surgeon was able to remove the broken piece and repair the rotator cuff without further incident or harm to the pt.